Manufacturer narrative:
A patient death was reported to abbott. Event details describe health issues unrelated to the implanted system. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
It was reported that the patient passed away. The patient had reportedly suffered a fall resulting in a spinal fracture and brain bleed leading to eventual death. Additionally, it was reported that the patient's death was not believed to be related to the patient's scs system.